Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned device confirms the reported event of trial damage. The root cause is attributed to user technique and/or misuse. The damage suggests the trial was pryed or otherwise inappropriately removed during trialing. (B)(4) was performed by commercialized product development on the attune femoral trial family and concluded there are no design improvements, protective measures or information for safety that would definitely reduce the risks associated with these complaints without potentially increasing/adding other risks. No further work required. Continue to monitor via (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that femur trial broke while being impacted. All pieces retrieved.